Event description:
It was reported that the customer went to the emergency room and was hospitalized in intensive care unit due to swelling brain, high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 1000 mg/dl. Caller stated that the customer had a flu, stomach virus, kidney failure and was vomiting a lot. Caller also stated the customer insulin pump was not giving any alarms prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.